Manufacturer narrative:
This report is filed on may 29, 2019.

Manufacturer narrative:
This report is submitted on february 28, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.